Manufacturer narrative:
D9. Date returned to mfg: 25-feb-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of ¿fail safe interrupt¿ during start-up test. Unable to access device log due to fail safe error on screen. Tried recommunicating top and bottom case. After communicating top and bottom a blank screen with constant alarm occurred. Tried downgrading software to reload software with a test pump. After downgrading and reloading software didn¿t resolve error, the main pcb (printed circuit board) was replaced. Pump was recalibrated and loaded with latest software v1.6.5. Functional testing was performed to confirm all errors are resolved. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed safe invalid interrupt. Per reporter, the syringe was empty even with a new, full syringe loaded. There was unknown patient involvement and unknown patient harm/adverse event reported.